Manufacturer narrative:
The sample was received for analysis. A visual inspection was performed and the reported event was confirmed. The reported customer event is a known issue and root cause investigation efforts have been addressed in a corrective and preventative action. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that prior to use on a patient, a piece of hair was found contained in the package. It was reported that there was no patient involvement.

Event description:
Medtronic received a report that prior to use on a patient, a piece of hair was found contained in the package. It was reported that there was no patient involvement.